Event description:
It was reported on (B)(6) 2025 an 18mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f amplatzer torqvue 45x45 delivery sheath to treat a left atrial appendage (laa). The patient had a pre-existing atrial fibrillation at the start of the procedure. The patient had a broccoli-shaped laa. The landing zone was measured with a maximum of 18.1mm, a minimum of 10mm, and a perimeter of 16.1mm. The patient's left atrial pressure was 13mmhg. Transseptal puncture was attempted inferior and posterior, however due to frail tissue, the tenting phase resulted in an unintended perforation into the left atrium without electrocautery. Five thousand units of heparin were administered. During the first deployment attempt close criteria were met, the disc of the occluder was positioned distally to the pulmonary vein (pv) ridge. During the tension test the disc was repositioned on the pv ridge. When the delivery sheath was brought close to the occluder for release, the disc fell of the pv ridge two or three times. The delivery cable was pulled to reposition the disc onto the ridge repeatedly. The occluder was released from the cable while positioned on the pv ridge. Approximately 1-2 minutes after release, transesophageal echocardiogram (tee) revealed the occluder had fallen off the pv ridge. The occluder appeared to be seated in a wide lateral space. The device position was determined to be acceptable, and the procedure was completed. The following day the patient presented with a circumferential pericardial effusion measured at 9.3mm. The patient's initial dual antiplatelet therapy (dapt) was changed to single antiplatelet therapy (sapt). The physician believed the occluder in combination with the patient's fragile tissue and degree of tension applied when attempting to place the disc on the pulmonary vein ridge caused the pericardial effusion.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of circumferential pericardial effusion the following day of amulet implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported pericardial effusion is possibly related to anatomical factor (fragile tissue) and procedural difficulties. However, the exact cause could not be conclusively determined. The patient's initial dual antiplatelet therapy (dapt) was changed to single antiplatelet therapy (sapt). There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on 16 august 2025 an 18mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f amplatzer torqvue 45x45 delivery sheath to treat a left atrial appendage (laa). The patient had a pre-existing atrial fibrillation at the start of the procedure. The patient had a broccoli-shaped laa. The landing zone was measured with a maximum of 18.1mm, a minimum of 10mm, and a perimeter of 16.1mm. The patient's left atrial pressure was 13mmhg. Transseptal puncture was attempted inferior and posterior, however due to frail tissue, the tenting phase resulted in an unintended perforation into the left atrium without electrocautery. Five thousand units of heparin were administered. During the first deployment attempt close criteria were met, the disc of the occluder was positioned distally to the pulmonary vein (pv) ridge. During the tension test the disc was repositioned on the pv ridge. When the delivery sheath was brought close to the occluder for release, the disc fell of the pv ridge two or three times. The delivery cable was pulled to reposition the disc onto the ridge repeatedly. The occluder was released from the cable while positioned on the pv ridge. Approximately 1-2 minutes after release, transesophageal echocardiogram (tee) revealed the occluder had fallen off the pv ridge. The occluder appeared to be seated in a wide lateral space. The device position was determined to be acceptable, and the procedure was completed. The following day the patient presented with a circumferential pericardial effusion measured at 9.3mm. The patient's initial dual antiplatelet therapy (dapt) was changed to single antiplatelet therapy (sapt). The physician believed the occluder in combination with the patient's fragile tissue and degree of tension applied when attempting to place the disc on the pulmonary vein ridge caused the pericardial effusion.